Event description:
Customer called to report that quality controls on the coulter ac.t diff analyzer were running low and that the white blood cell (wbc) bath was overflowing with isoton reagent, lyse reagent, and blood. Customer stated that no patient results or samples were affected, and that no one was exposed to or harmed by the leak. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to bleach the wbc drain line three times, and then to run quality controls, which recovered within range. Therefore, the root cause of the issue was likely a wbc drain line obstruction, which was resolved with the troubleshooting.

Manufacturer narrative:
The root cause of the low quality controls and wbc bath overflow was likely due to an obstruction in the wbc drain line, which was resolved through the troubleshooting steps. ((B)(4).)